Event description:
Information received indicates the brake pedal will set but the casters are not locking. Brake not holding.

Manufacturer narrative:
The technician indicated that the brake/steer casters were damaged. He replaced the brake and brake/steer casters to repair the bed.